Manufacturer narrative:
Batch review performed on 08-feb-2021:lot 189017: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-feb-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.clinical evaluation performed by medacta medical affairs manager:secondary patella resurfacing performed 1 year and 4 months after primary total knee arthroplasty in a (B)(6) years old man. This was caused by intervened arthritis of the patello-femoral joint. During this operation, as customary, the tibial insert has been changed to a new one, but no problem or defect originated this replacement.

Event description:
Revision surgery performed due to anterior knee pain 1 year and 4 months after the primary. The surgeon resurfaced the patella. The patient already underwent revision surgery due to superficial infection where the inlay was revised in (B)(6) 2019.